Manufacturer narrative:
Alleged failure: the image was blurred. A backup device was used. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be mishandling during use and/or sterilization resulting in an impact to the scope. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported the image was blurry, a backup device was used to complete procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the image was blurry, a backup device was used to complete procedure.